Event description:
It was reported, the patient was unable to adjust stimulation. The patient received a ¿call your doctor¿ icon and elective replacement indicator (eri) message which he noted the date of this report. It was reported the patient was splitting wood this weekend and he was in a lot of pain today. The patient knew he was not supposed to be doing that work and lifting heavy logs. The patient was concerned when he saw the eri message on his programmer about a lead wire moving out of place. It was reported when the patient was in pain it caused spasms and seizures in his brain. It was noted the patient was stuttering a little. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Analysis of the implantable neurostimulator found no significant anomaly. Battery was at normal end of life and telemetry/output were okay.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the elective replacement indicator (eri) was normal. Device was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.